Manufacturer narrative:
(B)(4).

Event description:
It was reported that experienced pain at the connection site of the lead/extension components of the implantable neurostimulator (ins). A break was reported at the same location. It was noted that the lead was set up with 'double guarded 2 thru 5.' When light pressure was applied to the patient, they felt the burning sensation similar to a 'hot knife.' The 'double guarded' was adjusted to top and bottom of the lead but the patient still felt the same 'hot knife' sensation (more if pressure was applied to the site). The patient was reprogrammed to (-) on electrode #1 and (+) on electrode #7 after which they were able to get parasthesia to the targeted therapy area. The burning sensation also subsided at the lead/extension connection site. The patient was going to try the new program for a few days to determine if it was really beneficial and was to contact their hcp early next week. The patient status reported as no adverse event and no injuries were seen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).